Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be verified by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Approximately 80 cm of the peritoneal catheter was returned. The peritoneal catheter met the requirements for patency and leak testing. Approximately 52 cm of the lumbar catheter was returned. The lumbar catheter met the requirements for patency and leak testing. There was proteinaceous debris noted on the exterior of the lumbar catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. Additional information: it was later reported the doctor used a new device to complete the surgery successfully. (B)(4).

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was blocked. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.